Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's mother perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The receiver case was opened finding that the moisture detection sticker had been activated. Due to moisture damage the receiver would not turn on; therefore, use testing could not be performed and the data log could not be downloaded for review. Therefore the complaint of hardware failure could not be confirmed.